Event description:
The customer reported that the provue interpreted a pt's sample containing anti-d as negative using mts anti - igg card lot # 052206001-14 and 0.8% resolve panel a lot 8ra202 (cell #1).

Manufacturer narrative:
The customer submitted sample to mts for investigation. The sample reacted weakly positive on the provue and in manual gel testing using mts anti-igg card lot #052206001-14 and an alternate panel lot 0.8% resolve panel 8ra203 (cell #s 1 and 2) which are positive for the d antigen. The customer's complaint could not be verified at mts (panel lot 8ra202 was expired). An ocd field engineer arrived at the customer site. No definitive root cause was determined for the incident. The optic setting was within specification. No repair was needed to return the instrument to its expected operation. No death or serious injury was reported as a result of this incident. The customer reviewed the gel card and noticed the weak results preventing erroneous results from being reported. If the falsely graded results were released, the risk of death or serious injury would not be remote. Based upon the available info, if this incident were to recur undetected, it may lead to transfusion of incompatible blood. Provue malfunction cannot be ruled out.